Manufacturer narrative:
The catheter was returned for evaluation. The catheter showed signs of biological contamination. The tip of the catheter was severely damaged and there was material missing. The tip also showed signs of damage consistent with over rotating the catheter against resistance.

Event description:
Turnpike lp tip fractured and was stuck in right coronary artery after 3rd attempt to navigate through tortuous and calcified anatomy. Tip was not retrieved, the tip was left in the patient. Patient was having an ami. No patient impact reported; medication was used.